Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no phacoemulsification (phaco) power. Additional information has been received indicating the event took place during the procedure. The customer first exchanged and tuned the phaco handpiece twice. However, no phaco performance was available. The surgery was finally completed without complications by replacing the system with an old second machine. An error message was not displayed. There was no patient impact indicated.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure (pm), the ultrasound (u/s) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. As no problem was found with the system, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).